Manufacturer narrative:
This lead is not expected to be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that right ventricular (rv) lead was explanted due to perforation of the right ventricular heart wall. No additional adverse patient effects were reported.